Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that four ar-4500, meniscal cinch, were being used in a meniscus repair procedure on (B)(6) 2021. Two of the four devices worked fine with no issue but the other two failed to work as the implants could not be deployed from the insertion spear. The customer stated that the implants were stuck within the spear. The surgeon sutured the meniscus by hand in order to complete the case.